Manufacturer narrative:
Report indicates a bolt that secures the back hinge to the seat frame having broken which reportedly allowed the backrest to lose stability and fall backwards. This reportedly resulted with the end-user losing upright stability, falling backwards out of the seating to the ground where they reported to have sustained a fractured rib. Review of the device history indicates this device having exceeded life expectancy, and it is unclear to tilite as to use of the device over the lifespan, or maintenance activities performed. No product was returned, and with the information provided, tilite is unable to reach a determination as to possible cause for this reported failure without speculation.

Event description:
End user reports that a bolt sheared off, causing the hinges to not hold the backrest of the wheelchair upright. The end user fell backwards out of chair.